Event description:
It was reported to philips that the device turned off during functional test when discharging. There was no patient involvement.

Event description:
It was reported to philips that the device turned off during functional test when discharging. The field service engineer (fse) found the battery needed replacement. Upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced. The device passed testing and was put back into service.